Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.

Event description:
On (B)(6) 2013, the lay user/patient¿s daughter (reporter) contacted lifescan (lfs) (B)(4) alleging that her father¿s onetouch verio pro meter was reading inaccurately high compared to another device. The complaint was classified based on additional information obtained from the reporter during a follow-up call by a customer service representative (csr). The reporter alleged that the issue began in 2012 (date/time not known). The patient tests three times a day; however, his diabetes regimen is not clear and his normal blood glucose range is not provided. Prior to the start of the alleged issue (date/time not known) the patient reportedly was hypoglycemic (specifying symptoms of shaking, sweating, and his skin was red). The patient¿s previous blood glucose reading before his symptoms began is not known, however, the reporter indicated he had obtained a normal result and then administered his normal (unspecified) dose of insulin. It is not clear how soon after administering the insulin when his symptoms began. It is also not clear if the patient had made any changes to his activity level, meals, or other diabetes management prior to the onset of his reported symptoms. Following the onset of his symptoms, the patient reportedly drank coke as self-treatment and felt better approximately 10 minutes later. During a scheduled doctor¿s office visit (date/time not clear) the patient reportedly obtained a blood glucose reading of over 600mg/dl with the subject meter and under 60mg/dl¿ with the doctor¿s onetouch ultrasmart meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not specified if the patient received any medical intervention during his visit. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. A replacement meter was sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.